Event description:
Both implants had to be removed due to hardness, encapsulation, and pain. One immediately showed symptoms of extreme swelling and was removed after 8 wks. They were replaced several times and finally removed. Rptr is convinced they are defective products and should never have caused this agony and expense.